Manufacturer narrative:
Results of investigation: the suspect device was returned for investigation. Vyaire medical was not able to duplicate the customer complaint in the fa lab. The uut (unit under test) was tested and found to function normally. The exact root cause was not been determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that after receiving a replacement of solenoid manifold under RMA (B)(4), it is found that the kit, sol. Manif. Ltv 1200/1150/1100 has a leak from low pressure side after it is assembled. Furthermore, there was no information regarding patient involvement.